Event description:
It was reported to philips that the when the unit is off the screen flashes on for a second and then turns off and red x was noted. There was no reported patient involvement/adverse patient impact.